Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent revision due to pain, loosening, and osteolysis.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. This report is number 4 of 4 mdrs filed for the same patient (reference 3007963827-2016-00070/0002648920-2016-03243 /0001822565-2016-01467).